Event description:
Reporter called to report that her spinal cord stimulator is constantly stimulating her causing her discomfort and pain. Some of the symptoms that she is experiencing include a stabbing pain all over her body (it moves around to different areas), tingling, and a "puncturing" feeling. Reporter suspects that her spinal cord stimulator is being remotely manipulated, causing these issues.